Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of a constant alarm involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a faulty reed switch and lead screw. The lead screw and reed switch were replaced to fix the reported condition.

Event description:
The facility representative reported an infusor which experienced a constant alarm. It is unknown when or at what point in the process this condition occurred. The reported condition was confirmed during device evaluation as a constant alarm which interrupted delivery. There was no patient involvement. No additional information is available.